Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level went as low as 38 mg/dl. Customer advised they had surgery and the settings on the insulin pump were all incorrect. Customer advised they fell twice due to low blood glucose which required surgery. Customer advised they broke their hip due to falling down. Customer had their low blood glucose treated with either IV or glucose tablets and they were unable to remember which one. Customer disconnected the call and troubleshooting was not completed.